Manufacturer narrative:
Test strip: 1020213252. Expiration date on: september 2015. Nova max test strip insert - quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical that a consumer received blood glucose results in a therapeutic range although experiencing hypoglycemic symptoms. Paramedics were called and the consumer was transported to the hospital with low blood sugar results and was treated and released. During the call to customer support, it was stated that the consumer did not control solution test their test strips for integrity before use as instructed in our directions for use. A control solution test could not be performed while on the line because the consumer did not have any control solution. The consumer was educated on these directions for use at the time of call. The meter and test strips will be returned for eval.